Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a c-pilot files cc+ sterile file untwisted during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received that after additional information received and this case was reviewed opinion 015 is applied. Untwisted c-pilot file; no injury or follow-up treatment confirmed by note. Since this is the case the 8000-opn-015 applies to this event and is not reportable. Please disregard the initial report. Correcting this event from reportable to non-reportable after receiving additional information. Since this is the case the 8000-opn-015 applies to this event and is not reportable. Please disregard the initial report.

Manufacturer narrative:
Investigation product return status - will not be returned. DHR check was performed and did not reveal any quality relevant issues. No fault found. Production vdw batch # 451047 meets specifications. Root causes therefore could not be identified.